Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead, resulting in pacing inhibition. No intervention or adverse patient consequences were reported.

Event description:
Additional instances of oversensing noise were observed.